Event description:
It was reported that the patient had psychosomatic complaints. The patient was reported to have had some ups and downs. The pump was being turned off as the patient had a really complicated course. The event was on-going. The patient experienced headache and drowsiness. Additional information received indicated that the health care provider was unable to differentiate if the patient was actually experiencing symptoms or if they were psychosomatic. The event was attributed to drug effects. A repeated dose and catheter adjustment was noted to have occurred to mitigate or resolve event. At the time of report, the hcp was awaiting for follow-up from completion of taper to off. The pump was used to infuse gablofen; however the pump was being changed to deliver saline.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).